Event description:
Reported via sales rep that the head of the screw broke off. This happened around 3 weeks after implantation. It was not before the third post operative check that the breakage was detected. Intraoperative and during the first and second post operative check nothing unusual was noticed in 2004: sales rep confirmed that there was no revision so far, only an immobilization of the fracture by a cast. New information received in 2005: dr reported via sales rep that a revision was performed. A new twinfix-screw was implanted and the explanted was given to the co's sales rep.